Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient had a loss of therapeutic effect with symptoms of loss of bladder control. It was noted that this occurred on (B)(6) 2013 or early the following day. The reporter stated that the patient went to check her implantable neurostimulator (ins) but the programmer was not working and showed that it was not synchronized with the ins. The patient wanted to increase the stimulation a little bit. It was noted that at the time of the report, the patient's amplitude setting was at 2.6v on program 1 and the stimulation was on. The amplitude setting was reportedly at 2.9v previously but it went down to 2.6v on its own on the day of the report. It was noted that the patient was going to leave the stimulation on 3.3v and monitor things. The reporter indicated that during the first week the patient had the ins, it didn¿t seem to work very good because the patient had it at such a low setting of 0.5v. It was also stated that when stimulation was turned on one day during the week prior to the report, the patient felt bloated and had gas but wasn¿t sure if it was something she ate. Stimulation amplitude was later moved from 3.3v to 3.1v. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va09e65, implanted: (B)(6) 2013, product type: lead. Product ID: neu_pt m_prog, product type: programmer. Patient product ID: neu_ptm_prog, product type: programmer. (B)(4).